Event description:
It was reported that the viperwire peripheral guidewire step appeared to be smaller than the usual and passed through the nav6 filter. The filter was able to be removed and there were no complications as a result of the event. When removing the viperwire from the filter, the guide wire fractured. No actions/interventions were reported. The patient was in stable condition.

Manufacturer narrative:
A visual inspection, dimensional analysis and detailed analysis was performed on the returned device. The reported undersized guide wire was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported undersized appearance of the guide wire appears to be related to circumstances of the procedure. The returned viperwire was measured and no abnormalities were identified that would have contributed to the reported complaint. The wire was returned with damage to the spring tip and a separation 20cm proximal to the distal end. This damage appears to be due to handling damage when attempting to remove the filter. It could not be determined if the IFU violation of use of the emboshield nav6 with the viperwire caused or contributed to the reported difficulties. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.